Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient via manufacturer representative (rep) reporting high impedances on electrodes 3, 4, 6, and 7 that all read above 40,000 ohms. It was reported that there was intermittent stimulation issue that occurred as a result of this. The patient was reprogrammed around the affected electrodes and they were able to obtain bilateral stimulation. The patient's healthcare provider (hcp) was notified but no further actions will be taken at this time. The cause of the issue was unknown. However, the patient had had 1-2 back surgeries since getting their scs implant. It was unclear what caused the electrode high impedances though.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 29-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated she is having trouble with the controller. Pt stated she has 3 different groups with 4 different programs on each one. When she tries to increase the intensity settings she is getting a message " settings not available cannot provide your desired intensity settings" on every program since yesterday. It was reviewed that patient needed to have the ins programming checked. Additional information from the patient indicated that it appears they have "lost function of 2 leads". They stated that a manufacturing representative was able to reprogram the controller, and they now have the settings they need.